Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation and the call recording, since the patient could not be reached by phone to obtain additional information. The patient stated that the alleged inaccuracy started in ¿(B)(6) 2013¿. At an unspecified date/time, the patient obtained blood glucose results of ¿375, 355 mg/dl¿ with the subject meter. The patient mentioned, at an unspecified date/time, he tested his blood glucose on another device (unknown type) and obtained a result of ¿300 mg/dl¿. The patient manages his diabetes with insulin (lantus, unknown dosage) and stated he took an increased dose of insulin (lantus, 55 units) in response to the alleged inaccurate result(s). The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿shaking and diarrhea¿. It is not known if the patient received any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any of the testing supplies at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.